Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. After connecting the pump to a power source for several hours, the pump remained off. The customer's blood glucose level was 100 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.